Event description:
Patient reported post-operative pain and stiffness. Manipulation under anesthesia occurred.

Manufacturer narrative:
Patient reported post-operative pain and stiffness. Manipulation under anesthesia occurred. Review of the device history record indicates that the device was manufactured to specification.